Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: a710, serial# unknown, product type: software. Product ID: 8880t2, serial# (B)(4), product type: accessory. Product ID: 8591, lot# e15845, serial # unknown, product type: catheter passer.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during implant, the healthcare professional and rep switched devices from the wireless external neurostimulator (wens) to the ins and tested connectivity and impedance on the ins. Electrodes 0 and 12 said ¿avoid¿, but impedance was 250 ohms on electrode 0, and 690 ohms on electrode 12, even with different references. The rep noted that this was a little puzzling. It was discovered that the leads migrated during tunneling from the spinal incision to the pocket using a passer. The physician said that the sutures on the anchors were intact and that he did not feel that the leads slipped down through the anchors. He felt that the direction of the tunneling caused soft tissue to be tugged on because the incision was around the third/fourth thoracic vertebrae level and it was difficult to get the passer started due to the tightness of the skin. The physician felt that tugging was what pulled both leads down two vertebral bodies. The leads were re-used, but the physician basically had to start from scratch to get them back into position. After the migration was discovered, they were going to have to re-test the leads. The rep exited the workflow of the ins and re-paired to the wens using the follow-up workflow rather than implant. It was noted that the data was still there; however, when the physician repositioned the leads, they were more parallel rather than staggered, so what was stored in the wens needed to be changed to a different electrode configuration. The rep was attempting to do that and she believed that she pressed the stimulation on button before they had finished placing the leads into the wens and before they shut the door of the wens. It went to a communication screen, but not the one with the option to exit the workflow. It just said that it was communicating and the screen froze. That screen stayed there for almost four minutes,and the rep could not exit it and hitting the back button did not help. The rep believed this to be simply related to the fact that the wens door was open. The rep finally ended up shutting the tablet down and just starting over repairing the wens and setting up the new programs. The testing went fin e. The rep then exited the workflow because the trainer who was with her had to leave and said not to set it up as an implant and switch devices since the ins was already configured. The rep then made sure the communicator was still on, paired with the ins, and it made the happy beep like it found it. When the rep checked the serial number and pressed connect again, problems started with it continuing to beep despite various troubleshooting attempts. They had issues with communication between the communicator and the ins. It was noted that there were no communication issues before they had to redo the leads due to the migration. The rep would try to connect to the ins, but was getting ¿no device found¿ on the clinician programmer. The communicator would beep as though it was successful, but the ins was not showing up. The rep exited the workflow multiple times while trying to communication and would restart the process. The rep tried putting the ins in a bin on the table and also placed the communicator in a plastic bin with gauze and such in the bin, but this did not resolve the issue. The rep went on to confirm that the fluoroscopy machine was away from the table and off, and the rep didn¿t believe there to be any other blatant items that could be generating interference. Eventually the rep pulled the components off the table and attempted to reconnect after turning the communicator off and back on, and restarting the workflow. The rep was then able to connect and proceed with the case. Once they were finally able to test connectivity and impedance again, all of them were good. No further complications were anticipated. Additional information was received from the rep. The rep confirmed that the lead migration and subsequent repositioning required re-tunneling. It was noted that the patient has two implanted systems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.